Manufacturer narrative:
The manufacturer previously reported that the power management board was replaced to address the issue. The customer rejected the repair estimate and the device was scrapped.

Event description:
A ventilator was returned to the manufacturer for service. There was no report of patient harm or injury. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced to address the issue.